Manufacturer narrative:
An event regarding loosening involving a reunion glenoid was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is aseptic loosening of a tsa glenoid. Early aseptic loosing of a tsa glenoid component is an unusual complication. The intraoperative finding of a lack of subscapularis tendon is indicative of either postoperative tearing or disruption of the subscapularis repair from the index surgery. The lack of constraint that this tendon would afford could lead to improper edge loading of the glenoid component leading to failure of fixation. There is insufficient documentation presented to further complete this assessment. Further documentation required would include: surgical implant records from the surgeries. Microbiology reports. Pathology reports. Pre and post op imaging from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval. Conclusions: the exact cause of the reported loosening could not be determined because surgical implant records from the surgeries, microbiology reports, pathology reports, pre and post op imaging from the index and revision surgeries, outpatient office/clinic notes and implant retrieval were not provided for evaluation which is needed to determine the root cause for the reported event. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Loose glenoid component. Converted to competitive total shoulder system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Loose glenoid component. Converted to competitive total shoulder system.